Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 540 mg/dl. The customer was starting to get a sore throat. He also had a runny nose and was thirsty. The customer treated his blood glucose level with the insulin pump. He received a weak signal alarm. The device was not returned.